Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD), implanted june 6, 2005, has a current battery voltage of 2.99v. There is concern that this device is depleting earlier than expected. No adverse patient effects have been reported.